Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half tower bottom door failed. A field service engineer re-crimped the door latch, but the issue persisted. The fse replaced the latch but returned the original after it didn't resolve the problem. The fse then re-crimped the crimp before the spade connector. The application was tested and confirmed to be functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the tower door was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.